Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose levels due to vapor bubbles. The customer stated that the bubbles were occurring due to weather changes especially when it gets warm, and were causing the pump to over deliver as the bubbles were creating more volume in the reservoir. The customer's blood glucose was 58 mg/dl at the time of the incident. The customer was at 216 mg/dl at the time of the call. The customer used glucose tablets and food to treat. The customer also had a high of 281 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer also mentioned sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed visual inspection and found missing septum and snap-cap. Unable to perform pre-fill.